Event description:
Evaluation revealed partially dislodged force sensor pins. Review of the pump history revealed "no prime" alarms associated with zero force.

Manufacturer narrative:
There was no adverse event associated with this complaint. Evaluation revealed partially dislodged force sensor pins. Review of the pump history revealed "no prime" warnings associated with zero force. Evaluation could not duplicate the warnings.